Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on two separate occasions, the patient had manipulated the pump to overdose insulin in order to get out of going to school. On one occasion the issue reportedly resulted in the patient experiencing hypoglycemic seizure without permanent injury. No blood glucose (bg) values or signs or symptoms were reported. The reporter did not indicate what treatment the patient may have received. There was no allegation or indication of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with deliberate misuse of the pump.